Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device; location of device: uterine cornea"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 39-year-old female patient (gravida 5, para 4) who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 5 ((B)(6) 1995 , (B)(6) 2006, (B)(6) 2008, (B)(6) 2013, (B)(6) 2015), caesarean section and tympanoplasty. Concomitant products included ferrous sulfate (ferrous sulphate) in 2013, omeprazole in 2016 and prenatal (prenatal vitamins [vit c,b5,b12,d2,b3,b6,retinol palmit,b2,b1 mononitr) from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy ("bilateral" removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2015:antenatal ultrasound biophysical profile: advanced maternal age. Transabdominal ultrasound examination is performed which reveals a single viable intrauterine pregnancy in vertex position with normal fetal movements being made throughout the exam. Four quadrant afi of 90 mm, about the 10th percentile for gestational age. Biophysical profile is 8 points out of 8 with 2 points for fetal tone, fetal movements, fetal breathing and amniotic fluid volume. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter information updated. Lot no. Added. Added event migration of essure device; location of device: uterine cornea. Historical condition, concomitant condition concomitant drug, "laboratory" data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device; location of device: uterine cornea"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 39-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 2006, (B)(6) 2008, (B)(6) 2013, (B)(6) 2015), caesarean section and tympanoplasty. (B)(6) 2015: antenatal ultrasound biophysical profile: advanced maternal age. Transabdominal ultrasound examination is performed which reveals a single viable intrauterine pregnancy in vertex position with normal fetal movements being made throughout the exam. Four quadrant afi of 90 mm, about the 10th percentile for gestational age. Biophysical profile is 8 points out of 8 with 2 points for fetal tone, fetal movements, fetal breathing and amniotic fluid volume. Concurrent conditions included amniotic fluid volume decreased and myopia. Family history included depression (mother). Concomitant products included ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins) from 2014 to 2015, iron preparations in 2013 and omeprazole in 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (c-section, salpingectomy (bilatral removal of fallopian tubes) and to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device; location of device: uterine cornea"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 39-year-old female patient (gravida 5, para 4) who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 1995 , (B)(6) 2006, (B)(6) 2008 , (B)(6) 2013, (B)(6) 2015), caesarean section and tympanoplasty. Concomitant products included ferrous sulfate (ferrous sulphate) in 2013, omeprazole in 2016 and prenatal vitamins from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilatral removal of fallopian tubes)), surgery (to remove the essure implant) and surgery (c-section). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2015:antenatal ultrasound biophysical profile: advanced maternal age. Transabdominal ultrasound examination is performed which reveals a single viable intrauterine pregnancy in vertex position with normal fetal movements being made throughout the exam. Four quadrant afi of 90 mm, about the 10th percentile for gestational age. Biophysical profile is 8 points out of 8 with 2 points for fetal tone, fetal movements, fetal breathing and amniotic fluid volume. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc(product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.